Manufacturer narrative:
It was reported that the peritonitis events occurred on an unknown date "once or twice over the years". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis once or twice over the years. The cause of the events were unknown. It was reported that the patient was hospitalized for one of the peritonitis event and was treated with unspecified antibiotics (no further details reported) for the other occurrence. At the time of this report, the patient has recovered from the peritonitis events. Action taken with pd therapy was not reported. No additional information is available.